Event description:
It was reported that the procedure was not completed. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified lower limb artery. An 8.0-29 carotid wallstent was selected for treatment. During the procedure, the physician advanced the stent to reach the lesion and deployed the stent. However, only the distal portion of the stent expanded, and the proximal portion of the stent could not expand. The physician recaptured the stent and suspected that the plaque was too hard. Dilation with balloon was performed again, and the stent still did not expand on the second attempt after it was in place. The delivery shaft felt tight and could not push. The physician gave up implanting the stent and withdrew the stent from the patient. It was found that the stent rx exit was damaged. The procedure was not completed. There were no patient complications as a result of this event. The patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Good faith effort attempts were made to retrieve additional details regarding the device status, but further information was unable to be obtained.

Manufacturer narrative:
E1 - initial reporter address 1:(B)(6). Good faith effort attempts were made to retrieve additional details regarding the device status, but further information was unable to be obtained. The device was not returned for analysis, but a product investigation was performed using the images received with this complaint. The reported allegations of the damaged/kinked carotid device were confirmed under fluoroscopy video and images.

Event description:
It was reported that the procedure was not completed. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified lower limb artery. An 8.0-29 carotid wallstent was selected for treatment. During the procedure, the physician advanced the stent to reach the lesion and deployed the stent. However, only the distal portion of the stent expanded, and the proximal portion of the stent could not expand. The physician recaptured the stent and suspected that the plaque was too hard. Dilation with balloon was performed again, and the stent still did not expand on the second attempt after it was in place. The delivery shaft felt tight and could not push. The physician gave up implanting the stent and withdrew the stent from the patient. It was found that the stent rx exit was damaged. The procedure was not completed. There were no patient complications as a result of this event. The patient was stable post procedure.